Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. The analysis will continue as soon as new information is available.

Manufacturer narrative:
The lead properties were checked during the analysis. Fraying of the insulation down to the lumen of the lead was noted about 15 cm distal of the is-1 connector pin. This damage manifestation can with high probability be considered as the cause for the clinical complaint. The observed damage manifestation requires strong stress on the lead over a longer period of time. The position and characteristics of the damage lead to the assumption of significant mechanical stress on the lead. It cannot be ruled out that narrow bending radii of the lead body, as well as strong pressure and friction of the lead at the ICD housing, have contributed to this damage manifestation. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. The deformations of the shock coils are probably a result of the explanatation process. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - it was reported that lead damage was suspected after an implantation time of 19 months. A revision was performed on (B)(6) 2015. No deterioration of the patient¿s state of health was reported.